Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced multiple insulin occlusion alarms on an ilet system over approximately one month, each resolved only after a complete supply change. Symptoms included no adverse clinical effects, with blood glucose reported as controlled and the patient in stable condition. Outcomes included replacement supplies shipped and completion of troubleshooting and user education, including guidance on proper use of the fill tubing function and setup and synchronization of the mobile app. Investigation included technical support review, user interview, and device-app synchronization to confirm software status. Investigation of this case revealed normal operation after supply changes and no identified. It was concluded that the event involved intermittent infusion set occlusions resolved by supply replacement, with no patient harm and continued therapy after education.